Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). The device was evaluated by the arjo representative. The shower trolley was found to be in average condition with no unexpected damage or deficiencies. The side rails were reasonably secured and functional. The hydraulic system functioned correctly. The arjo representative was unable to replicate the issue as the catches on the side rails were secure and functioning correctly. The safety catches were replaced as per the customer¿s request. A large piece of foam wedged between the platform and hydraulic base was noticed, but no influence of this on the incident was found. The customer was informed the foam should be removed. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that the resident fell approximately 1 meter from the device on to a solid floor, when the side support unlocked and dropped to an unsecured position. The incident occurred when after bath the resident was escorted by 2 members of staff back to his room. According to the provided information, upon arrival to the room it appeared the resident had managed to disengage the left sided foot end catch which secures the side rail in place possibly by kicking it during the bathing session. With the trolley parallel to his bed the bather became slightly active resulting in him managing to operate the head end catch causing the left side rail to drop to an unsecured position. Due to incident the patient sustained extensive soft tissue injuries to the nose and mouth and damage to 2 teeth, which were loose. The patient was also bleeding to the face and mouth and there was swelling due to injuries. The resident was taken to hospital, but was not admitted overnight, they were treated in accident & emergency then released. Currently, the teeth have been left, if required treatment on them might be possible in 2-3 weeks.

Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the resident fell approximately 1 meter from the device on to a solid floor, when the side support unlocked and dropped to an unsecured position. The incident occurred when after bath the resident was escorted by 2 members of staff back to his room. According to the provided information, upon arrival to the room it appeared the resident had managed to disengage the left sided foot end catch which secures the side rail in place possibly by kicking it during the bathing session. With the trolley parallel to his bed the bather became slightly active resulting in him managing to operate the head end catch causing the left side rail to drop to an unsecured position. Due to incident the patient sustained extensive soft tissue injuries to the nose and mouth and damage to 2 teeth, which were loose. The patient was also bleeding to the face and mouth and there was swelling due to injuries. The resident was taken to hospital, but was not admitted overnight, they were treated in accident & emergency then released. At the time of the customer¿s interview, the teeth have been left, if required treatment on them might have been possible in the upcoming weeks. The device was evaluated by the arjo representative. The shower trolley was found to be in average condition with no unexpected damage or deficiencies. The side rails were reasonably secure and functional. The hydraulic system functioned correctly. The arjo representative was unable to replicate the issue as the catches on the side rails were secure and functioning correctly. The safety catches were replaced as per the customer¿s request. A large piece of foam wedged between the platform and hydraulic base was noticed, but no influence of this on the incident was found. The customer was informed the foam should be removed. The device was not under the arjo service contract, maintenance was performed by the 3rd party service provider. Each concerto unit is equipped with two side rails (one on both sides of the trolley) and with four safety catches (two on each side support). The side support is lowered by pressing the two catches at the same time. When raising the side supports, user should make sure that the two catches snap into place. The concerto/basic must be used by appropriately trained caregivers with adequate knowledge of the care environment its common practices, procedures and guidelines in the instructions for use (IFU; 04.ba.05_9gb). IFU recommends user to perform resident assessment according to the specified criteria, such as to use this equipment mainly with resident that is almost completely bedridden and totally dependent. If criteria listed in the IFU are not met an alternative equipment should be used. IFU also provides other information for safe and correct use of the device e.g.: ¿to avoid injury, make sure the resident is not left unattended at any time.¿ ¿to avoid residents from falling out of the device, make sure that all side supports are in locked position.¿ ¿to avoid falling, make sure that the resident is positioned in accordance with these instructions for use.¿ the concerto/basic equipment is subject to wear and tear and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule included in the IFU. Please note that according to the concerto/basic IFU side support safety catches should be replaced in regular intervals ¿ at least every year. It was unknown when the safety catches of the involved device were replaced for the last time before the event. These components were replaced after the incident occurrence as per the customer¿s request. Despite the above it was not confirmed that any deficiency of the safety catches could have contributed to the event as during inspection the side supports were locking correctly and unintended unlock was not replicated. In conclusion, the device was used for patient handling at the time of incident occurrence and in that way contributed to the event. No device malfunction was detected upon the evaluation conducted after the event, therefore the device was considered according to the manufacturer¿s technical specification. This complaint was decided to be reported to the competent authorities due to indication of the patient fall which resulted in a serious injury.